Event description:
It was reported that this ra lead was explanted and replaced due to dislodgement during an rv lead revision.

Manufacturer narrative:
The returned linox smart lead was sent back and thoroughly analyzed. The siello lead was not returned; therefore, the analysis is based only on a check of the production documents. Linox smart sd 65 / 18. The analysis found multiple signs of wear along the lead body. Especially 27 cm distal of the df-1 connector, marked signs of abrasion were detected. This damage is probably the cause of the clinical complaint. The position and kind of the frayed spots are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. Other damages, such as the deformed shock coil, are probably the result of the extraction process. Siello s 53 as of today, the medical product has not been made available for analysis, and it could therefore not be examined itself. The provided information was recorded in our quality management as complaint and is used to evaluate and, if necessary, improve the safety and reliability of our medical products. If additional relevant information or the device itself should become available, the incident will then be updated accordingly. The manufacturing processes of the two leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.